Event description:
The facility reports while transferring the patient out of the bath, the patient's finger became trapped between the bath panel and the rim of the tub. The patient received an injury to their right hand small finger, requiring hospital treatment.